Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two quattrode leads from the same lot number as part of her scs system. It was reported the pt had experienced a fall and one of her leads was found to have migrated. The physician explanted and replaced the lead with a different model on (B)(6) 2012. It was reported the pt regained stimulation coverage as a result of the procedure.